Manufacturer narrative:
Device evaluation one sample was provided to our quality team for investigation. Upon inspection, the claws of the injector were broken, preventing the device from properly engaging with a mating component. Functional testing was performed, the needle was intentionally exposed and liquid was passed from a syringe through the injector. No issues were observed during these evaluations, liquid moved through the product without issue and no evidence of an obstruction was identified. A device history review was performed for reported lot 2410001, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification, no issues related to the reported incident were found. Retained samples of the reported lot were used for additional evaluation. The samples were functionally tested and, in all cases, flow was observed and the product performed as intended. Based on the sample evaluation and our quality team's investigation, we are not able to identify a root cause related to our device our manufacturing process at this time. It is likely the injector claws broken as a result of engaging/disengaging the device. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Verbatim: post investigation findings showed damage to the safety sleeve of the jaws. Needle of sample was not exposed.